Event description:
It was reported that a surgeon observed that the epidermis sloughed off from heat artifact from the colorado needle insulated bovie tip without direct contact to the skin. The bovie tip and shaft were intact with no apparent cracks in the shaft. The electrosurgery unit was checked and determined to be in good working order. If additional information becomes available, it will be reported in a supplemental report.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The inspection of the device provided could not confirm the reported event. On examination it was determined that the needle conforms to the specified values. According to the related design risk analysis these are possible root causes for the reported event: smoking and sparking in the needle tip can occur if excess soft tissue is not removed from the tip event can occur if the needle tip is placed on the electrode pad and powered on for 5 seconds in cut and coag modes and the step is repeated at increasing wattages. After evaluation there are no indications for any systematic design, material or manufacturing related issues. Product surveillance will continue to monitor complaints of this type for adverse trends.

Event description:
It was reported that a surgeon observed that the epidermis sloughed off from heat artifact from the colorado needle insulated bovie tip without direct contact to the skin. The bovie tip and shaft were intact with no apparent cracks in the shaft. The electrosurgery unit was checked and determined to be in good working order. If additional information becomes available, it will be reported in a supplemental report.